Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. S/w 4.11j. Retainer ring = black. On (B)(6) 2022 customer alleged the pump having cracked battery compartment, no delivery alarm. Thus software was utilized and downloaded trace/history files properly. Pump passed the displacement test, self test, rewind test, prime/seating test, basic occlusion test. No unexpected insulin flow blocked, no delivery alarms noted during testing or in the trace/history files on event date (B)(6) 2021. Pump was cut open to perform visual inspection and no component or moisture damage on the electronic assembly, motor assembly and force sensor. The force sensor offset measured within spec range during testing (22.1 mv). The motor was tested outside of the device on the stb3 and passed. The unit p-cap / test reservoir locks in place properly and no anomaly noted. Unit had scratched case, stained keypad overlay, cracked battery tube threads, cracked case (battery tube). Pump passed all testing required and no unexpected no delivery alarm, prime/fill anomaly noted during testing and in the trace/history files noted. Cracked case (battery tube) was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received the damage and insulin flow block alarm. Troubleshooting was performed. Advised the customer that the insulin pump needs to be replaced. No harm requiring medical intervention was reported. The customer will discontinue using the device and will be returned for analysis.